Event description:
It was reported that the patient experienced hypoglycemia while using the ilet following a factory reset, with fingerstick readings as low as 47 mg/dl and concurrent ilet readings in the low 60s; the device¿s automated insulin suspension feature was utilized and the patient was instructed on hypoglycemia self-management. Symptoms included absence of hypoglycemia symptoms. Outcomes included successful at-home recovery with oral fast-acting carbohydrates and return of fingerstick glucose to 79 mg/dl without medical intervention.